Event description:
Pt had two mr studies performed on him. At the end of the first study, the pt complained of being very hot. The site found out the pt was burned because he refused a 3rd study. The pt stated that he got burned during the last MRI and did not want to go back for another study. At the point his nurse examined the area and discovered two 1 cm sized blisters on the pt's inner thighs resembling skin to skin contact.

Manufacturer narrative:
Conclusion: skin-to skin burns are a well known cause for rf burns during an MRI scan. An rf loop is creating a current path way. If the surface area is extreamely small and thus the current density is high, the pts tissue is heated up, enough to create an rf burn. The best way to prevent skin-to-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. These kind of incidents can be prevented by separating bare skin parts of the pt by wedges or cushions. The instructions for use already contain warnings. An application specialist has since visited the site to review these safety procedures.